Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h6, h10. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis (dvt) occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and medical intervention was required to treat the complication, the root cause is noted to be procedure-related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Price, andrew, bottomley, nick, alvand, abtin, jackson, will (not yet published) functional outcome after 2 years after bi-cruciate retaining total knee arthroplasty - results of a non-design centre pilot study. Pages 1-19. Concomitant devices - unknown vanguard xp femoral component catalog #: ni lot #: ni, unknown vanguard xp lateral tibial bearing catalog #: ni lot #: ni, unknown vanguard xp medial tibial bearing catalog #: ni lot #: ni. Foreign report source: (B)(6). Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-02708. 0001825034-2020-02709. 0001825034-2020-02712.

Event description:
It is reported that the patient developed deep vein thrombosis and was treated with anticoagulation following knee arthroplasty. It is unknown how long post-operatively that the patient developed the deep vein thrombosis. Attempts have been made and no additional information is available at this time.